Event description:
Customer is reporting pc unit shuts down with communication errors on channel disconnect alarms when touched or during transport. Senior sales consultant visited the site and witnessed an event. When the iui was checked, it was noted that the pins were bent and some foreign substance was noted. No serial number of the devices were identified. There was no reported pt harm and no pt event info was provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Customer states that product will not be returned because no devices were requested. Customer was given instructions on iui care and that they need proper cleaning, maintenance and inspection. Universal hospital services manages the devices at this facility and has agreed to change out affected iuis on the devices.